Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block a1, block a3, block a4, block b3, block b5, block e1 (initial reporter address 2), and block h11 have been updated based on the additional information received on december 22, 2024. Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. During the procedure, the bands would not deploy. There were no patient complications reported as a result of this event. Additional information received on december 22, 2024: the speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) to treat variceal bleeding procedure performed on (B)(6) 2024. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. During the procedure, the bands would not deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.